Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a one fourth inch crack on the top right corner of the insulin pump, the buttons were unresponsive and had to press them few times to get them to respond. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corner noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.